Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a complete se to treat a lesion in the right distal iliac artery. The lesion was described as a chronic total occlusion with plaque, little tortuosity and little calcification. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was prepped as per IFU with no issues noted. The lesion was pre-dilated. The complete se thumbscrew/lock-pin was checked for securement prior to procedure. During delivery the device did pass through a previously deployed stent. It was reported that the stent would not fully deploy. The physician encountered difficulty removing device following attempted deployment and stent deformation occurred. The stent got hung. The delivery catheter and sheath were pulled back which elongated the stent into the aorta. Force was used to remove the delivery system. It was reported that the patient had to have aorta / femoral bypass to explant part of stent. No intervention was required to remove the delivery system. Another complete se was used to complete the procedure. Patient status is alive with injury .

Manufacturer narrative:
The stent was completely removed from the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.